Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 3/5 of his automated peritoneal dialysis therapy. Per initial report, there was moisture noticed on the table underneath the port of a supply bag. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.